Event description:
It was reported that the initial right colectomy procedure went well and the device fired as intended. Unknown if there was a leak test performed at the initial procedure. The case was completed with no patient consequence. One week later, the patient was taken back into the or with an anterior staple line leak. The surgeon performed a diverting ileostomy. It is unknown at this time if the ileostomy is temporary or permanent. The patient was in the hospital for a month between the first and second procedure. The patient since has been released from the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.